Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during advancement outside of body. Symptoms/ae: it was reported that while advancing the xpert stent delivery system over the guide wire, outside of the body, it was noticed that the first row of struts on the xpert stent were prematurely deployed. The device was not used in the body and there was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Without device examination, a conclusive root cause could not be determined. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.